Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿plunger not in place¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the plunger. Review of the event history log showed an occurrence of a "plunger not in place" error message. Functional testing duplicated the reported issue. The investigation determined that a malfunction of the plunger was the cause of the reported issue. The plunger and plunger assembly were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.